Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that impedance testing showed high impedances >10000 on all electrodes. It was noted x-rays were planned to be taken two days following report. It was logged the cause was unknown. It was reported a buried lead trial was implanted on (B)(6) 2013 and was successful. It was reported the patient was then implanted on (B)(6) 2013 and an extension was attached to the original lead and connected to the ins. It was noted that during the impedance testing of procedure, all electrodes were over 10000 ohms. It was logged the lead was disconnected and tested with the multi lead trialing cable and shown to be within range, then the lead and extension were tested with the multi lead trialing cable and were shown to be within range. It was reported the extension was then connected back to the internal neurostimulator and showed normal impedances, and so the pocket was closed. It was reported that post operatively the device was turned on and the patient reported feeling stimulations. It was reported that night, upon returning home and the following day the patient was not feeling any stimulation at all even with the device at 10.5 v of amplitude. It was reported the patient was seen by a rep three days prior to report and again on the day of report and both times impedances were >10,000 and stimulation could not be perceived by the patient. It was noted the physician planned to have the patient come in two days following report to take x rays. It was logged the patient status at the time of the report was alive with no injury and there were no patient symptoms or complications associated with the event but the patient continued to feel no stimulation at the time of report.